Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that due to patient anatomy and severe tricuspid regurgitation the right ventricular (rv) lead dislodged multiple times. It was also noted that after several placement attempts of the rv lead, the helix would no longer extend or retract. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.